Event description:
Da lab reported "device received does not match with information captured on pr". Healthcare professional reported right side rupture. Healthcare professional later reported right side exchange without any reason for removal. Healthcare professional later reported "necrosis of the glandular lobe". The device has been explanted and replaced with abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis of the glandular lobe.